Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004.

Event description:
It was reported that approximately one year ago, the pacing impedance on the right ventricular (rv) lead had increased. However, it has been steady since that time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.